Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8840, product type: programmer, physician. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a healthcare professional (hcp) via the company representative regarding a patient receiving hydromorphone (0.5 mg/ml to 1 mg/ml at 0.254 mg/day to 0.28 mg/day) from an implanted pump. The indication for use was spinal pain and failed back surgery syndrome. Under infusion was reported, at a refill on (B)(6) 2016 the expected reservoir volume was 4.5cc and the actual residual volume was 39cc. It was noted that at the patient's last refill ((B)(6) 2016) the actual residual volume had been 7cc and 4.5cc had been expected; prior to that refill "it had been ok." The patient's pain had been bad in 2016 and the dose had been increased at the last couple of refills. It was reported that the event logs were normal and corresponding to all refills except for one as there was no reference in the logs to the refill on (B)(6) 2016. The printout from (B)(6) 2016 was confirmed as a session data report and everything looked correct; the programming was normal, the reservoir volume had been updated to 40cc and the low reservoir alarm date was (B)(6) 2016. It was noted that a dye study had been planned for next week. Additional information was reported by the healthcare professional (hcp) on 2016-05-06. The hcp had been unable to complete the study because the pump had flipped. The pump and catheter were revised on (B)(6) 2016. It was noted that the cause of the discrepancies was unclear.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.